Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination showed all leaflets were flexible with the right and left leaflets in the closed position and the non-coronary leaflet in the open position. An intracuspal hematoma was observed on the inflow non-coronary cusp near the margin of attachment. Tears through the free margin of the right cusp and left cusp appeared to be due to the restricted leaflet movement associated with a dehisced left/right commissure, possibly related to separation of the layers of the aortic wall. The left/non-coronary commissure appeared intact with a deteriorated adjacent left leaflet. The start of a commissure dehiscence was observed on the right/non-coronary superior coaptive area. Minimal traces of pannus were noted on the sewing ring distal to the right/non-coronary stent post. Radiography revealed minor calcification on the sewing ring adjacent to the right/non-coronary stent post. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the reported information and product analysis, the regurgitation can be attributed to either cuspal tear or commissure dehiscence. Added d10: returned date corrected; h4: device mfg date added; h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: analysis of the returned valve is in progress. Conclusion: following completion of the analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 10 months post implant of this 21mm aortic bioprosthetic valve was explanted. The patient had been hospitalized for heart failure, and during the hospital stay it was reported that there was aortic regurgitation. Once the valve was explanted it was noted that there was a torn left coronary cusp that led to incomplete coaptation. The valve was replaced with a non-medtronic device. There were no additional adverse patient effects reported.